Event description:
During a maze procedure, the epicor ultracinch was found to have 2 cells that were not functioning, as indicated by the unit. The device was tested prior to the procedure and was functioning properly. The patient was not injured and the procedure was completed with this device. The manufacturer has scheduled an in-service for staff to confirm proper operation and is planning on having the field service engineer review the machine for proper operation and calibration. Manufacturer response (as per reporter) for epicor ultracinch lp, epicor ultracinch lpmanufacturer provided rga for product return evaluation and sales has scheduled to inservice the staff and will have engineer check out machine to assure everything is in order.